Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2015-00455.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly the patient is having pain and unhappy with the prosthesis. The patient was previously revised under incident # (B)(6). Additional information received 02/17/2015 metal head was rubbing against shell, all components removed.